Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy, the clips will not hold after placing. Completed the case with the same like product. There was no patient consequence.